Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. It was reported that a ge field service technician worked on the cardiosave iabp and was unsuccessful in repairing the unit. A getinge service territory manager (stm) was dispatched to investigate and was told by the customer¿s biomedical engineering department that the ge technician cleaned out the saline from the iabp unit and replaced various parts. However, a note was found on the unit stating that there was fluid in the coiled cable and the fault log listed codes 78, 116, 112 and 111. The getinge fse evaluated the iabp unit and it appeared that the coiled cable from the console to the display panel had been replaced. There was no sign of fluid in the connector. The unit had been out of service for a month, as told by the biomed technician. The fse received confirmation from the getinge sales department that the fluid shield cover had been installed on the unit in july 2018. The fse found that the fiber optic connector was broken and replaced the broken connector. The batteries were completely discharged and were unable to be charged. The fse used an ac adapter to power up the unit in order to troubleshoot the issue. On startup of the cardiosave boot-up process, the unit emitted a continuous alarm with an ¿internal communication failure¿ message and the executive board display led readout indicates ¿fo¿ (fiber optic). The fse then replaced the power management board due to corrosion caused by saline on c2 and c3. The fse was able to get the iabp unit to produce electrical failure codes 3 and 10. The fse replaced executive processor board due to failure code 3 and tried to boot-up the software but the unit still booted up with the same internal communication failure message. The fse checked the software, all shows ¿aa.00¿. The fse replaced the front end board and still it displayed the same issue. The fse then tried to reboot software b.14 again and the unit would not take the software installation. The fse disassembled the iabp unit down to the chassis and evaluated all the boards and cables for saline. The fse found more signs of saline inside the unit and found two questionable spots on the backplane board and re-exchanged the front end board and the executive board with original boards. The fse ceased the repair and ordered a backplane board, backplane cable and display connector seal. The fse later returned to the facility to repair the unit with the newly ordered parts. During functional testing, the unit would not autofill. To address the issue, the fse replaced the helium reservoir assembly and calibrated the regulator. The iabp services were completed. The fse performed calibration, safety, and functionality checks to factory specifications. The unit was returned to the unit to the customer and cleared for clinical use.

Event description:
It was reported that an incident of saline ingress occurred on the cardiosave intra-aortic balloon pump (iabp), while in use on a patient. No patient harm or adverse event was reported.